Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 151 unopened pouches and 4 opened. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received 151 closed samples and 4 open samples, only with the second pack opened. The open samples received do not have the aluminium pouch stuck to the outer paper foil, but there are signs of first pack (aluminium pouch) sealed to the second pack (paper foil). On the other hand, when opening the closed samples received, some of them have the first pack sealed to the second pack in the area of the 4th welding. This defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). A new packages is the inner foil welded with outer foil (batch (B)(4)). First pack sealed to 2nd pack.